Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient went to an emergency room (ER) and eventually got hospitalized due to hypoglycemia event on (B)(6) 2025. Blood glucose level was 52 mg/dl at the time of the event and patient got treated with insulin via pump. The duration of hospitalization was less than 24 hours. No further information available.